Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. Medwatch #: (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on unknown date. According to the complainant, the patient returned to the emergency department due to rectal bleeding two days after a colonoscopy procedure. Reportedly, a repeat colonoscopy was performed, and it was discovered that several clips had fallen off prematurely. The bleed was treated with six additional clips. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.